Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen longer than 48 hours, the site was swollen, red, irritated and sore. The patient, visited the doctor who prescribed antibiotics (name unspecified).